Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The 94% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 mm x 20 mm maverick² balloon catheter was advanced for dilation. However, degradation of deep-sea balloon was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. (B)(4). Type of reportable event corrected from malfunction to serious injury. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were multiple hypotube kinks. There was tip damage. Microscopic inspection revealed a longitudinal tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that there were no removal difficulties encountered; however, during inflation, the balloon ruptured. It was also noticed that the vessel's blood flow was not good. The device was then completely removed from the patient.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2016-12634. It was further reported that a 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was also advanced for dilation; however, during inflation, the balloon also ruptured. The device was completely removed from the patient. The patient¿s blood pressure (bp) had also dropped. After waiting, patient¿s condition got better. Then a synergy stent was deployed and a non-compliant balloon catheter completed the procedure.